Event description:
Information was received from a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient felt an electricity sensation near their top left thigh, to the middle of the left thigh, their knee, and to the top of their toes. These issues were discovered a couple of days prior to the report. The patient also reported that when she bends down, she felt the electricity in areas where she never felt stimulation before and it felt weird. There were no further complications reported or anticipated.